Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard. Per pump logs, a pump reset occurred on the initial report date at 12:06am, followed by a low battery reset and safe state messages at the same time. At 4:40am on the same date, the pump was updated. At that time, safe state, restart command and motor stall recovery messages were logged. For the past couple of days, prior to the initial report date, the patient had been experiencing increased stiffness. The patient also had an infection. However, the details of this infection were not provided. The pump was reported to have restarted prior to the patient going to the emergency room (ER). It was indicated that safe state did not occur while updating the pump or while a flex bolus was in use and was not associated with electromagnetic interference (emi) or an MRI. It was noted that pump reservoir was full at the time of the event. However, it was unclear when this was found. Per pump logs from (B)(6) 2014, the expected reservoir volume was 29.3ml. Concerns of the pump stopping again led to a pump replacement. The patient recovered without permanent impairment. The device system was used to deliver gablofen.